Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the fracture surface of the broken off catch nose. There was typical signs of a forced fracture. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary. Associated medwatch-reports: 9610612-2020-00607 (400486415 + sz378r). 9610612-2020-00608 (400486417 + sz378r).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with mis downtube . According to the complaint description the lugs of the instrument broke off during surgery. It was reported that there is no patient harm. No information where the broken parts currently are located. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00607 (400486415 + sz378r).